Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during drain one of peritoneal dialysis therapy. The patient restarted a therapy with the same supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.